Event description:
An (B)(6) male, pt, underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair since right common iliac artery developed a slight aneurysm and had circumferential thrombus. The procedure was performed as prescribed. Final angiography revealed a distal type I endoleak from the ipsilateral iliac leg graft. Ballooning was performed to secure the stent graft, however, it was not resolved. Then the add'l iliac leg graft was extended into external iliac artery. The distal type I endoleak was resolved, but right internal iliac artery was occluded. Unk type endoleak (a proximal type I or a type ii endoleak) was remained. The physician decided to take f/u observation. The pt is fine.

Manufacturer narrative:
Pt and device codes - occlusion is labeled in the IFU. No product or images were rec'd to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description and the physicians comments: "thrombus was observed at right common iliac artery, but the iliac leg graft was placed at common iliac artery to avoid occlusion of right internal iliac artery. The add'l iliac leg graft was extended into external iliac artery since the distal type I endoleak was caused. It was expected to be caused before procedure." We will continue to monitor for similar complaints. No add'l actions required at this time as the risk remains at acceptable levels.